Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:

Event description:
After review of medical records, patient was revised to address pain. Intraoperative findings reported of large amount of fluid that came from the iliopsoas bursa. There was extensive corrosion between the cobalt chrome aml stem and the cobalt chrome ball. There was also extensive corrosion on the back of the metal insert between the insert and the depuy shell. There was also a metallic debris around the trunnion. The screws removed from the acetabulum as their utility had long since passed and shouldn't complicate for the polyethylene bearing. The 2 unknown hip implant and unknown stem were update. Cup and 1 screw were added due to revision findings.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had pain in his left hip, black substance between head and trunion. (2) 6.5 pinnacle screws where removed as well. A 58x36 n liner was impacted and a biolox 36 +1.5 head was impacted. Doi: (B)(6) 2009; dor: jul 11, 2019; left hip.